Event description:
Pt with a history of gonarthrosis experienced an all body cutaneous reaction, shiver, and weakness. Pt began treatment with synvisc (knee unknown) in 2004. This case was reported by a physician in feb-2004. The pt received two injections of synvisc in 2004. Approximately 4-5 days after the first injection, the pt experienced a localized cutaneous reaction (allergy). In 2004, 2-4 hours following the second injection, the pt developed a generalized reaction with shivers, weakness and an all body cutaneous reaction (allergy). Pt was treated with loratadine (10mg x 4 days) without result. The medication was changed to another antihistamine (unspecified) without result. At the time of this report, the adverse events are ongoing. The physician assessed the events as moderate and probably related to synvisc treatment. Additional information was received three weeks later from the pt's physician. The pt was on prednisone (20mg) for their rheumatismal disorder for approximately the last two weeks and their numerous concomitant medications have not been modified for several months. The pt had never experienced a previous allergic episode. The pt was treated with loratadine (per os 1 tablet/day) for 5 days. The following day the pt began oxatomide (30mg x2 tablets/day). The physician reported that there was no convincing efficacy for these two treatments. Nine days later, the pt was started on a local corticoid, antihistaminic and corticoid systemic due to the lack of improvement. The pt's exam did not show any organic disorders (hepatic or renal). At the time of the report, the pt has not yet recovered. The physician confirmed that the pt experienced a cutaneous allergic reaction; generalized urticaria (all body urticaria) and an important pruritus. The physician reported that the pt was hospitalized twice in march 2004. Initially the pt was seen in the emergency room and subsequently hospitalized in the dermatologic care unit. The pt suffered from nausea, vomiting, and diarrhea. The physician also reported that the pt experienced erythema like generalized urticaria. In march 2004, the pt continued to experience persistence of the erythematous lesions at the bottom of the body (low belly, buttocks, and lower limbs), which were still pruriginous. At the time of this report, the pt's erythematous lesions still persisted and the treatment consisted of local corticoids. The dermatologist in the care unit considered the events of vomiting, diarrhea, and shivers as an episode without any relationship to synvisc injections and did not note any criteria of severity. The physician stated that the pt went towards the extinction of allergic phenomenon that this pt has preserved. The physican did not consider this case serious, the case was considered serious by the other competent authorities.